Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction as section h6 (type of invstigation) in the report 2954323-2024-06186 was deemed invalid. The correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with an event code 11 and sensor state 8 with an event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor tail was inserted properly. The sensor was de-cased and no issues were observed upon visual inspection of the sensor's pcba (printed circuit board assembly). However, sensor stopped working ater de-casing. An extended investigation was conducted. Performed a visual inspection on the returned de-cased sensor, observed antenna and molex connector to be removed from the pcba (printed circuit board assembly). Attempted to extract data was unsuccessful as antenna was disconnected from the pcba. A visual inspection on the returned sensors pcba revealed that the antenna and molex connector had been damaged during de-casing and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage to pcba component prevents the antenna to communicate, and unable to perform functionality testing without the antenna connected. Adc is unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial no) & (UDI) based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.